Event description:
It was reported that the bd needle sftygld 25x1 rb had foreign matter. The following information was provided by the initial reporter: material #:305916. Batch#:4355653. Rcc received a complaint via email. One of our customers wanted to make us aware of an issue they experienced with one of their needles item 305916 lot number 4355653. The company who filed the complaint is below. This is what they said: I have attached pictures, I know not very clear but definitely some concerning marks/particles on the tip. Our nurse practitioner when to use for an immunization and when safety guard was removed she noticed the tip was not right and did not use to administer the immunization. We are not looking for any reimbursement only for manufacture to be aware of the concern.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation one sample and two photos were received with an opened blister package. Visual inspection confirmed that the safety mechanism had not been activated, and the needle contained particles of gelling lubricant. The photos provided were of insufficient resolution to identify defects. Based on the investigation and sample analysis, the reported symptom was confirmed. The probable root cause may be a lubricant manifold choke, which could have induced the reported condition and remained undetected in subsequent processes. A device history record review for lot number 4355653 showed no rejected inspections or quality issues during production.